Manufacturer narrative:
The patient's admitting diagnosis acute respiratory failure, copd, pneumonia, influenza a. The device shut down, the patient was put on a high flow oxygen device. The patient went in to respiratory distress before being intubated. The patients o2 sats prior to the reported incident were 96-99%, post intubation was 99%. The patient was discharged to rehab facility, no permanent harm noted upon discharge from our facility.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down while in use. The customer reported the patient was put on a high flow oxygen device. The patient went in to respiratory distress before being intubated.

Manufacturer narrative:
The field service engineer (fse) went onsite, evaluated the device and performed a complete performance verification. The device passed all testing. The fse loaded 2.10 software.